Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had received motor error alarm. Customer's current blood glucose level was 236 mg/dl and blood glucose level at the time of incident was unknown. Customer also stated that they were able to complete insulin pump rewind sequence and already cleared the alarm out before calling. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.